Event description:
It was reported that difficulties were encountered during a ptca procedure to treat a bifurcation lesion in the mid right coronary artery. Another company's guide wire was advanced into the right coronary artery, and balance middleweight guide wire was advanced into a small proximal branch. Another company's stent delivery system (sds) was advanced over the guide wire in the right coronary artery and was deployed at the bifurcation. The balance middleweight guide wire was then observed to be stuck between the vessel wall and the other company's stent. Significant force was applied to the guide wire, and it separated at the hypotube. After the proximal section of the guide wire was removed from the anatomy, a snare device was used to retrieve the distal section.